Manufacturer narrative:
Mfg site eval: samples received: 45 unopened racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. OEM received 45 closed samples. OEM tested the needle attachment of the samples received. One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the OEM. Needle attachment results before releasing the product fulfilled OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Complaint states: the needle is detached from the thread.